Event description:
It was reported that a patient implanted with an impella 5.5 went into ventricular tachycardia, and the patient was resuscitated. A clot was surgically removed from the patient's abdominal cavity and the patient received multiple transfusions. The pump generated occasional suction alarms and one position alarm so 250 ml of albumin were given. As the patient was weaned from peripheral venoarterial extracorporeal membrane oxygenation (ECMO) the patient became hypotensive. There was noted swelling with a hematoma at the junction of the axillary site 5.5 and arterial ECMO cannula site. The swelling was managed with a pressure bag. Bleeding was observed at the arterial cannula site. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
No product was returned for investigation. The cause of the bleed, hematoma, arrythmia, hypovolemia, and thrombosis was unable to be determined due to insufficient clinical details. The cause of positioning issue cannot be determined since insufficient clinical details were provided. The cause of pump suction cannot be determined since insufficient clinical details were provided. The device passed all post sterile inspection checks.